Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was in 2007, to treat a lesion in the proximal lad. Predilatation was performed prior to stenting. No procedural complications were reported. The patient experienced chest pain or angina equivalent. Due to instent-bifurcation-stenosis, the patient was rehospitalized about 9 months later. A diagnostic angiography was performed and the target lesion was revascularized with the placement of a metallic stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis are known adverse events associated with coronary stenting as noted in the xience v IFU and the ram and are not necessarily an indication of a product deficiency. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction. In this case, it is likely that the angina is a secondary effect of the restenosis, which was treated with revascularization of the target lesion. A cause for the reported patient effects and the relationship to the product, if any, cannot be determined.